Event description:
It was reported that the patient experienced a wound at the lead incision site was not healing. The wound showed healing disturbance with persistent crusting and white-creamy discharge, suggesting skin erosion and delayed healing. No device or deep tissue was exposed. A locate infection at the lead site was suspected. As such, surgical intervention took place on (B)(6) 2025 wherein a wound revision was performed with the help of an antibiotic mesh. Patient was administered antibiotics medication to treat the issue. The patient was discharged on (B)(6) 2025. Reportedly, the wound has healed.

Manufacturer narrative:
Corrected data: health effect - clinical code. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.